Manufacturer narrative:
A device history review was conducted for lot number 8110822. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It has been reported that the bd saf-t-intima IV catheter safety system with prn adapter (non-dehp) has been found with the cannula detaching before use. The following has been provided by the initial reporter: during usage of the hypodermic cannula (according to the instructions of company), the needle looses and cannula can not be used anymore.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd saf-t-intima IV catheter safety system with prn adapter (non-dehp) has been found with the cannula detaching before use. The following has been provided by the initial reporter: during usage of the hypodermic cannula (according to the instructions of company), the needle looses and cannula can not be used anymore.